Event description:
The customer contacted baxter's service center for trouble shooting assistance of a system error 2240 (see report 1423500-2011-14404), which occurred on the homechoice (hc) during dwell 3 of 5. The caregiver (cg) stated that one of the bags became disconnected at the connection and the home patient (hp) reconnected the bag. The tsr reviewed proper set up procedures and then explained not to use the same bag or supplies in this case. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the system error 2240 alarm and use error. The cg stated that the hp left the connection loose so the lines became disconnected between the cassette and the bag. The cg stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a use error, failed to therapy steps was confirmed. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.